Manufacturer narrative:
The subject device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During the unspecified laparoscopic surgery with the subject device, an endoscopic image disappeared. The user replaced the subject device to another unspecified device to complete the procedure. There was no report of the patient injury other than replacing the device.